Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Dexcom technical support had the patient perform a paperclip reset. At the time of contact the patient did not report any injury or medical intervention.